Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which observed that all components were correctly placed and according to specifications. During the inspection, it was observed that the male luer was stuck or static (did not make the usual turn). The reported condition was verified. The cause of the condition could not be determined, however, the possible cause is a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set would not connect. It was further reported "the short prime tubing would not luer lock into the main line". The luer locking collar appeared "fused to the tubing and would not screw onto the port". The set was filled with magnesium. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.